Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information was received. The reported failure was aspiration failure during ultrasound, not oscillation failure.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The sample was visually inspected and no obvious defects were found. Surgical residue was observed in the cassette, manifolds and the drain bag. A console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. The maximum value of vacuum displayed properly on the progress bar. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that oscillation failure of ultrasound occurred during surgery. The product was replaced and the procedure was completed. There was no patient harm.